Event description:
Event description guidant received information that this implantable lead had a normal shock impedance at implant, which was 2 days ago. Daily measurements show a high out-of-range impedance now. The lead imedance tests give the same result. There is no noise present.a guidant technical services representative discussed setscrew issues.